Manufacturer narrative:
No medwatch report was received. Manufacturing history records were reviewed finding no deviations or abnormalities related to the event. No product was returned. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported.

Event description:
It was reported that patient underwent primary hip procedure on an unknown date. Revision procedure was performed on (B)(6) 2013 due to a fracture. No further information has been received.